Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's issues with high blood glucose. The customer's blood glucose level at the time of incident was over 245mg/dl. The customer's most current level was 450mg/dl. The customer treated the high levels with manual injections. The customer states they had been hospitalized before, but declined to answer further questioning. Troubleshoot was conducted, and air bubbles were found in the tubing. The customer's mother declined to continue troubleshoot and wanted to treat the customer for the high blood glucose.